Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient with this left ventricular (lv) lead had diaphragmatic stimulation. Additionally, loss of capture was noted. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. This lead passed resistance and continuity testing confirming this lead was electrically continuous. The lead was found to have met specification.